Event description:
The iol was returned for credit with information stating the lens was damaged. No further information was provided.

Manufacturer narrative:
This form was completed by the manufacturer.